Manufacturer narrative:
This device was explanted and has not been returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. This lv lead was successfully replaced and no additional adverse patient effects were reported. This lv lead has not been returned for analysis.